Manufacturer narrative:
B3 event date / d10 therapy date: february 2026. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a straight-type extension set "came apart" during infusion of unspecified fluids. The patient was using the restroom prior to surgery. When staff returned to escort the patient back to the room, the tubing was found to have come apart, with "minimal" blood observed on the bathroom floor. Staff promptly clamped the tubing near the patient, flushed the IV line, and replaced the tubing and IV bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.